Event description:
T was reported that a beta bionics ilet user had a hyperglycemic event of 54 mg/dl blood glucose during work. The user was doing physical activity and had announced a usual breakfast earlier. The patient treated was suggested training for nighttime lows. The patient accepted the training. The patient treated the low with snacks and no outside intervention was required. The patient felt unwell during the episode.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.